Event description:
It was reported impedance values with electrodes 0-3 were high (6453-9651 ohms). The patient was not receiving stimulation when programmed with electrodes 0-3. Group impedance values were within normal range. Impedances had been normal intraoperatively when everything was connected to the ins but was not tested in the snap lid. Three days later, it was reported the patient had no stimulation in the left occipital area but was feeling stimulation in the thoracic and right occipital area. The patient had been implanted with 2 surgical leads for occipital stimulation. These leads were connected to an adaptor and plugged into the 0-7 port of the ins. The patient also had 2 percutaneous leads implanted in the thoracic area which were connected to an extension and plugged into the 8-15 port of the ins. The patient was programmed with electrodes 0, 1, and 2. Despite changes in programming it was not possible to get stimulation in the left occipital area. X-rays were done and appeared fine. If the patient moved his head a certain way he could feel intermittent stimulation in the left occipital area. The stimulation was fine in the thoracic and right occipital area. The therapy was less clinically therapeutic for the occipital stimulation due to receiving the stimulation on only one side. Surgical revision was being considered. Additional information has been requested.

Manufacturer narrative:
(B) (4).